Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected fields: b5, d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power switch could not be pressed because the main switch of the previous version was stuck, pressed and broken, and the main power switch could not be turned off. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using a similar device, and there was no patient under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found old version main power switch was stuck and depressed and was upgraded, worn-out socket slider switch causing intermittent use of high intensity mode, corrosion inside scope socket tubing and non-olympus lamp life meter is reading at 300+hours, light intensity output measured out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source power source cannot be pushed. The issue was found during preparation for use. There were no reports of patient harm.